Event description:
It was reported that the patient experienced symptoms of chest stimulation, which cleared after discovery that the rv (right ventricular) lead was dislodged. A lead repositioning procedure was scheduled, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.